Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day post implant, the ventricular lead exhibited an unspecified malfunction. Upon an attempt to reposition the lead, blood was noted in the lead insulation. The lead was explanted and replaced. The procedure was without incident and the patient was stable post procedure.